Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and found drive motors were not within voltage tolerance causing driving to be slow and for the system to pull to the left and adjusted voltages for drive motors and completed a system checkout, system was operational. B01,c07,d02,g04090 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000433: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system was not driving properly. Site reported that the system backs up on its own and pulls left when pushed. No patient was present at the time of event.